Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient preparation for an unrelated pocket revision, pocket erosion was noted exposing approximately half of the device. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.